Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 8.1cm distal of the strain relief. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 4mm long starting 2mm proximally from the marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 15-feb-2021. It was reported that shaft break occurred. A 1.50mm x 15mm maverick balloon catheter was advanced for pre-dilation but due to calcification, the shaft of the balloon broke at the proximal part of the y-connector. The procedure was completed with a different device. However, returned device analysis revealed balloon longitudinal tear.